Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a smug or a shadow on the display of the device. Customer's blood glucose was 61 mg/dl, treated by eating jellybeans. Customer had just received replacement pump and noticed the smudge upon starting the device. The device was not dropped or bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with a black shadow on the display due to a warped or uneven lcd board. The device passed self test and no missing segment or partial display noted.